Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that in the past 18 months span, 3-4 patients have a broken post due to falls or unspecified reasons. It is unknown how the issue has been treated or the patients' outcomes.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, in the past 18 months span, 3-4 patients have a broken post due to falls or unspecified reasons. It is unknown how the issue has been treated or the patients' outcomes. It was communicated that the requested clinical documentation was not available. Without the requested clinical documentation, the root cause of the reported event(s) could not be assessed. The patient impact beyond the reported broken poly insert could not be determined. The current patient status remains unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device, overuse or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.